Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose reached 22.9 mmol/l (412.2 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. The patient noted the cannula had dislodged from the infusion site. Hyperglycemia treated by increasing the basal rate and bolus.